Event description:
The customer reported her blood glucose reached 340 mg/dl and that the cannula was out of the skin. There was also pain noted at the insertion site. The pod was worn between 4 and 24 hours.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.